Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that there was a brief discrepancy on the touch screen between what the battery gauge displayed on the locked and unlocked screens. Reportedly, the issue was resolved when the screen was unlocked and customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.